Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without return of the device, a conclusive cause cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the valve dislodged up. The echocardiogram showed moderate to severe paravalvular leak (pvl) and the hemodynamics were unstable. A second transcatheter bioprosthetic valve was placed valve in valve. The echocardiogram showed trace to mild pvl and stable hemodynamics. No additional adverse patient effects were reported.